Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via a manufacturer representative reported that the patient was not feeling stimulation even when the device was turned up to the maximum voltage. This issue started on (B)(6) 2017 and persisted across all device programs. The patient was going to meet with a manufacturer representative on (B)(6) 2017. No additional patient complications were anticipated. The patient was implanted for spinal pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c290, serial# (B)(4), implanted:(B)(6) 2016, product type lead.

Event description:
Additional information was received from the rep. It was reported that the rep would be meeting with the doctor and patient on (B)(6) 2017 for further evaluation. Additional information was received from the manufacturer representative on (B)(6) 2017. It was confirmed that the patient¿s lead had migrated almost entirely out of the epidural space. The manufacturer representative further reported that the 0-7 lead had partially pulled out of the implantable neurostimulator (ins) header block as well. The patient was referred to a neurosurgeon for a revision. No known circumstance caused the lead to migrate. It was noted that the patient was still receiving stimulation in the area of pain using the remaining intact electrodes. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedances showed greater than 10k on 11 of 16 electrodes. The device was reprogrammed and the painful areas were captured with stimulation. The patient was sent for an x-ray to check the location of the lead and the connection site into the ins. No further complications were reported.